Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 due to sui and mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that patient underwent urethrolysis with excision of urethral sling on (B)(6) 2012 for pelvic pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a/p colporrhaphy due to cystocele and rectocele.